Manufacturer narrative:
Investigation: a small white plastic curled piece was returned separately from the devices. The devices were bloody. Based upon the observation of the piece returned, the complaint was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, a piece of the vasoview hemopro insulation boot came off during the procedure. The piece was retrieved from the original incision. The same device was used to complete the case as it was near the completion of the procedure. The hospital did not report any pt effects. The product was returned.